Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-09028. It was reported that an existing pericardial effusion increased during the procedure. A left atrial appendage (laa) closure procedure was successfully performed. It was noted that there were issues during the transseptal puncture due to very difficult anatomy. A very small pericardial effusion was observed. The patient was stable so the physician decided to continue. A 24mm watchman laa closure device & delivery system along with a watchman access system were used. The closure device was implanted with good results. After the procedure the pericardial effusion was growing, so the physician decided to perform a pericardial puncture, draining 500ml of blood. There were no further patient complications reported and the patient was in a stable condition post-procedure.